Event description:
During a robotic gastric sleeve procedure, surgeon went to fire the sureform 60 xi robotic stapler with a black load and xi black seamguard on the stomach and was unable to do so. Message from the davinci xi robot was "tissue too thick" and "reposition stapler". Stapler was repositioned on the tissue several times, and the load and seamguard were changed to a new one. Finally, the surgeon was able to fire the stapler but it fired partially, pausing to compress tissue and then stapling and cutting until it completely stopped. Stapler was unclamped from remaining tissue and it was noted that the blade was exposed, which the davinci xi robot message indicated as well. No harm came to the patient and there was nothing noted to have fallen into the patient. The robot was undocked at this time and the case was completed laparoscopically.